Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated, and the reported device damaged by another device (caused damage) appears to be related to procedural conditions associated with this second clip interacting with the first implanted clip, causing single leaflet device attachment of the implanted clip. A cause for the reported entrapment of device associated with this clip getting entangled with the septal leaflet cannot be determined. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 4+ degenerative tricuspid regurgitation (tr), a pre-existing chordal rupture, and prolapse of septal leaflet in a/s (anterior and septal) commissure and p/s (posterior and septal) commissure for a triclip procedure. A triclip xtw (lot: 40403r1033) was positioned on the a/s central commissure. After the grasping, the tr that was evaluated and satisfactory with a reduction from grade 4+ to 2+. Leaflet insertion assessment was performed and considered successful. After the deployment the clip was stable and the residual tr was grade 2+. The implanter decided to implant another triclip xtw (lot: 40717r1036) to reduce the residual jet coming from the p/s commissure. The xtw was oriented and positioned on p/s commissure, but when the valve was crossed the clip was entangled with the septal leaflet. The clip was attempted to invert and move back to the atrium, but during the maneuver it was noted that the first triclip xtw (lot: 40403r1033) had a single leaflet device attachment (slda) and was attached only to the anterior leaflet. Clip-to-clip contact was not clearly observed, and could not be determined. The tr was grade 4+. The second xtw clip could not be freed from septal leaflet, despite troubleshooting. The clip was successfully grasped in the p/s commissure and the leaflet insertion was considered satisfactory. The second xtw was deployed. A third triclip xt was implanted to stabilize the first triclip xtw in a/s commissural position. The tr was unchanged at grade 4+.